Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple occlusion alerts on the ilet pump followed by an alert 38 indicating a motor stall, and further troubleshooting could not be completed because the pump screen was unresponsive; the user was reportedly using a cd infusion set from lot (B)(4). Symptoms included interruption of insulin delivery due to consecutive motor stalls. Outcomes included the need to stop therapy on the affected pump and transition off the device. Investigation included review of user-provided logs confirming repeated occlusion alerts culminating in a motor stall alert, with no on-device troubleshooting possible due to a nonresponsive screen. Investigation of this case revealed a stalled motor event with a concurrent unresponsive user interface, consistent with an alarm malfunction that prevented standard recovery steps. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.